Event description:
Consumer claims to have been pierced at a retail vendor with the inverness ear piercing system on 8/8/98. Soon after, her ear was painful and the earrings were removed. On 8/25/98 she sought medical treatment and the site was incised and drained and antibiotics were prescribed. Consumer did well for 2 weeks and returned to doctor on 9/9/98 for swelling again. The doctor referred her to an ear, nose, throat on 9/10/98 and on 9/11/98 he performed debridement of rt auricle chondritis.